Event description:
Related manufacturer report number:3006705815-2023-02625. It was reported that the patient's leads had migrated and the patient was in need of an MRI. Surgical intervention took place on (B)(6) 2023, where the patient's scs system was explanted.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
A patient experienced lead migration was reported to abbott. The system was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.